Manufacturer narrative:
Approximate age of device ¿ 9 months 6 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had "elvated" ldh and was started on bivalirudin. It was unclear if patient had lvad thrombus vs. Other cause of hemolysis at the time of event. Ldh was fluctuating until patient was given plasma free hemoglobin and ldh returned to zero. Additional information was requested but not received.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient presented with elevated ldh up to 1265 on (B)(6) 2018 with concerns of pump thrombus. The patient was started on bivalirudin. The patient¿s ldh levels began to trend downward as if (B)(6) 2018, however, ldh increased back up to 1502 on (B)(6) 2018. According to the account, plasma free hemoglobin (hgb) returned to zero indicating no apparent thrombus. The account reported that ldh elevations were due to the aortic insufficiency (ai). The patient¿s ldh levels continued to trend downward and the bivalirudin was discontinued prior to orthotopic heart transplantation (oht) and resolved on (B)(6) 2018. The patient was ultimately transplanted on (B)(6) 2019 and (B)(6) was returned for analysis through (B)(4), per-(B)(4). The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.